Event description:
It was reported that noise was seen on the rv channel for this lead during an in-office interrogation. Patient reported that they had received shocks. Lead currently remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.